Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the right atrial lead exhibited undersensing. Lead dislodgement was suspected. The lead was not repositioned. The patient was determined to be fine.